Event description:
It was reported that the insulin pump was dropped, which caused to have the device a constant tone. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was returned with frozen full segment on display as a result of a faulty component in the interface board. The device had scratched and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.